Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display on the central nurse's station (cns) went down while in use with 16 telemetry transmitters. Technical support (ts) assisted in getting the replacement display up and running. No patient harm or injury was reported. Investigation summary: the customer did not provide additional information regarding the defective display monitor. The customer needed to replace the defective display monitor and asked assistance in adding it as a new secondary monitor for the cns. Ts assisted the customer in adding the new secondary monitor to resolve the issue. Based on the available information, a definitive root cause could not be identified. The cns had been in service since 06/01/2014, and there have been no reports of display monitor failure on this device. A possible cause of the issue is normal wear and tear of the display monitor. The administrator's guide for the cns provides instructions on how to add a secondary monitor to the cns. Additional information: b4 date of this report. D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the display on the central nurse's station (cns) went down while in use with 16 telemetry transmitters. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Remote network station: model: ni, sn: ni. Telemetry transmitter: model: zm-531pa, sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display went down while in use with 16 telemetry patients. Tech support assisted with getting the replacement display up and running. No patient harm was reported.